Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient presented with stress urinary incontinence and had an aris sling implanted in (B)(6) 2009 without complication. The patient consulted again in 2017 for a relapse of stress incontinence, and conservative treatment was attempted. The patient experienced increasing pain at the sling implant site and the sling was radically removed in (B)(6) 2020. The strip was embedded in the right urethral and bladder wall without perforation. There was a significant improvement in pain, but stress leakage deteriorates. Urethropexy was performed with a biological strip (cadaveric) in (B)(6) 2022. No further follow-up was available.